Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "wire/needle/cannula damaged or missing" was reported. Photo was provided for analysis however photo analysis is unable to determine confirmation of the allegation. The complaint is undetermined based on photo. The probable cause could not be determined.

Event description:
After submission of the initial MDR, product was received on 1/30/2026 and it was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2025-155404 and 3004753838-2025-155404-01 were reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken or detached wire occurred. The sensor was inserted into the arm on (B)(6) 2025. A photograph was provided for investigation, however photo analysis is unable to determine confirmation of the allegation. The complaint is undetermined based on photo. The probable cause could not be determined.. The probable cause could not be determined. No additional event or patient information is available. No injury or medical intervention was reported.